Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Per medwatch reporting form the device exhibited a high-pressure alarm and the patient went back down on dose per medical doctor due to nausea, dizziness. Unknown when decrease in dose occurred and what medication patient was on at time side effects started. Patient stated that one of her pumps has not been working for 3 days. Patient said pump kept beeping with high pressure message. Patient was able to continue their infusion with backup device successfully. Continuous life sustaining infusion. Outcome resolved. No adverse patient effects were reported by the customer.

Manufacturer narrative:
H6. Evaluation codes: updated. No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause for the high-pressure alarm is due to a kink in the tubing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.